Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump notified the customer stating that a new cartridge must be installed. The customer reloaded the cartridge and resumed insulin delivery. There was no impact to the customer's blood glucose level.